Manufacturer narrative:
A patient experienced discomfort due to the location of the ipgs was reported to abbott. As a result, the ipgs were repositioned and issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18853. It was reported the patient experienced discomfort due to the location of the ipgs. In turn, the ipgs were repositioned on (B)(6) 2021. Issue resolved.

Manufacturer narrative:
Date of event is estimated.